Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) unit showing fan error. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-medical device problem code, type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found dust inthe fans and cleaned the dust from the device. Tested and resolved the reported fault. Also, found the power management pcb was faulty, so replaced the pcba, power management. The batteries were replaced as they were due for replacement. Performed the full calibration and testing as per procedure. Device is working within specifications.